Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was 669 mg/dl. The customer also reported that he needed his sensor replaced, since it had to be taken out prematurely in order to take a magnetic resonance image without issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see medwatch report # 3004209178-2015-89983.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed per specifications due to high readings.